Event description:
The pt had air bubbles that were caused by taking a hot "jacuzzi" bath. The pt was never warned not to take a "jacuzzi" bath. The right and left implants are deformed with large bubbles, especially when the pt lies down. The implants have small wrinkles. The pt visited the plastic surgeon who did not recognize the bubbles. The pt is not satisfied and wants to know if other pts have gotten bubbles from the hot water. The pt stated that the same event has happened to another pt.